Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console displayed a numerical error during setup. There was no patient involvement. A sorin group field service representative contacted the customer and identified the root cause to be that the erc clamp was activated in the settings. The service representative provided instructions to the customer to turn off the erc clamp, which resolved the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console displayed a numerical error during setup. There was no patient involvement.